Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit will run for about 30 seconds and then just shuts down with no error codes or flashing lights.